Event description:
Three incidents were reported by this user facility. While zeroing the icp portion of the probe, a significant difference between the probe readings in the vial and the probe readings outside the vial were observed. Also mentioned were big differences between cbf measurements from the grey to white matter. The physician expressed a greater concern with the difference in the icp measurements than with the cbf measurements. This medical report is linked to medical device report 2023988-2005-00042 and #2023988-2005-00045.